Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level were 43 mg/dl and 501 mg/dl. The customer also mentioned other blood glucose values such as 370 mg/dl. The customer reported that the insulin pump had low battery before replace battery alarm. The insulin pump will not be returned for analysis.